Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating a battery out limit and blank display on the insulin pump. The customer's blood glucose reading was 159 mg/dl. The customer's mother stated that her son's pump is acting up because the battery issues appear to be low. The mother stated that her son's meter will not go through. The mother stated that they changed the battery and the screen went blank. The mother stated that the screen went blank while her son was eating breakfast and giving a bolus. The mother noticed that the meter was not linking to the pump. The mother was unable to verify the pump's serial number.